Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a connection issue with the right ventricular (rv) lead and the cardiac resynchronization therapy defibrillator (crt-d). The rv lead set screw was removed and then re-screwed into the crt-d header, which resolved the connection issue. The rv lead had an alert for high impedance which caused the crt-d to beep. It was determined that the high impedance alert was old and the lead impedance had returned to a normal range. The crt-d also exhibited invalid data due to a non-critical corruption of diagnostic data memory. No action was needed to clear the invalid data because it would clear automatically in eight hours. The crt-d and the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.